Manufacturer narrative:
Unit received with intermittent esc, act and up arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with debris under display window. (B)(4) .

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act, esc and up arrow buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.